Event description:
It was reported that the patient had fallen and the device was found to be in back-up vvi mode. The patient only required a pacemaker, however due to proximity to war zone, a pacemaker was not available, and the patient was given an available ICD. It was not known why tachy therapy was programmed on with no high voltage lead implanted. When the device attempted to shock the patient, therapy was delivered into an open load, resulting in back-up vvi mode. A firmware download was recommended.

Event description:
New information received notes that the firmware download was performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.